Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The patient¿s wife stated that the patient had a hypoglycemic episode on (B)(6) 2019 when she was not at home with him. She called the neighbor; who found him unresponsive with a cgm reading of 30 mg/dl. The neighbor gave the patient glucose gel and called 911. Paramedics came and took a fingerstick reading which was in the 20s mg/dl while the cgm was 56 mg/dl. They gave him glucagon via intravenous (IV) therapy which ultimately brought the patient back. Then the patient was able to have a sandwich and a glass of orange juice. At the time of contact, the patient was doing okay. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.